Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event compromised (pt: vascular compression), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse(+), on (B)(6) 2023. In (B)(6) 2023, after the radiesse(+) injection, the patient experienced that an area on cheek appeared to be compromised. Reportedly, they were seeking advice on how to resolve. The outcome of the event was considered not resolved.